Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 52 mg/dl at the time of the incident. The customer reported that the sensor glucose was too low and the insulin pump never alarm them. The customer woke up and when they checked the insulin pump the reading was low and when manually check it was actually 60 mg/dl. It was reported that they checked the audio option and the audio was off. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.